Event description:
It was reported that the patient presented remotely via merlin.net. The patient also presented at the emergency room following a ventricular fibrillation episode for which an appropriate shock was provided. It was noted that high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped on (B)(6) 2025 and replaced with an upgrade. The patient was stable with no complaints.

Manufacturer narrative:
Correction: section h6: code "capturing problem" was selected in error and was removed.